Event description:
The customer stated falsely elevated architect ca19-9xr patient results were generated with recalled reagent lot 08851m500. The customer performed a review of results generated with this lot and identified patient results that were considered significantly higher than expected. The customer provided an example of a falsely elevated patient result of 159 u/ml for this patient. During review of the historical data, the customer reported that this patient had subsequently died, however, the customer believes the likelihood that the death was due to the elevated ca19-9 result was very remote. No further information could be obtained from the customer regarding the circumstances of the patient's death.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.